Event description:
A customer in (B)(6) reported to biomerieux that they observed a reproducibility issue leading to false negative result for a patients sample when using vidas sars-cov-2 igm (9com) 60t (ref. 423833, lot 1008333260, expiry date: 24-sep-2021) on their vidas serial number (B)(4). The customer reported the following situation that occurred at his laboratory: the patient concerned has had covid19 (pathology diagnosed by a positive nasopharyngeal swab). After he obtained the nasopharyngeal swab negative, the patient asked for a serological test in the laboratory. The first serological test was performed on (B)(6) 2020 in the laboratory and the customer reported that they obtained the following results : igg batch 1008326330: positive result 1.45. Igm batch 1008333260: negative result : 0.85. On (B)(6) 2021, the customer again performed the search for antibodies on the same patient with fresh sample tested twice, with the product batches used in (B)(6), and obtaining the following results : igg batch 1008326330: negative results 0.67 - 0.70. Igm batch 1008333260: positive results 1.32 - 1.28. There was a discrepancy between the results obtained in (B)(6) and in (B)(6) for the two kits. The customer then repeated the tests with different lots of both kits (igg and igm). The results obtained were as follows: igg batch 1008366980: positive result 1.02. Igm batch 1008354390 : positive result 1.8. It is understood that the customer expected a positive result with vidas sars-cov-2 igm. There is no indication or report from the laboratory or physician that this incident led to any adverse event related to the patient's state of health. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833. A biom¿rieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) that observed a reproducibility issue leading to false negative result for a patients sample when using vidas¿ sars-cov-2 igm (9com) 60t (ref. 423833, lot 1008333260, expiry date: 24-sep-2021) on their vidas¿ serial number (B)(4). The patient concerned has had covid19 (pathology diagnosed by a positive nasopharyngeal swab). The customer obtained a negative result for the initial test with lot 1008333260, and a positive result on the repeat test. It is understood that the customer expected a positive result with vidas¿ sars-cov-2 igm. The customers sample was requested and returned by the customer for the investigation. Analysis of batch history records showed no anomalies found in the quality monitoring during manufacture, control and packaging of vidas¿ sars cov-2 igm batch 1008333260 / 210924-0. An analysis of internal samples control charts was performed on four (4) internal samples with a positive target and two (2) with a negative one. There were five (5) lots of vidas¿ sars cov-2 igm assay including the lot used by the customer 1008333260 / 210924-0. All values are within specifications and the customers lot is within the trend of the other lots. The complaint laboratory tested three internal samples with a positive target on vidas¿ sars cov-2 igm batch 1008333260 / 210924-0. All results were within their expected specifications and are similar to those observed before the batch release. The complaint laboratory tested the patient sample in duplicate on vidas¿ sars cov-2 igm lot 1008333260 / 210924-0. The sample gave a positive result twice with an index of 1.17 and 1.15 tv. Both indexes are very close to the positive threshold (1.00 tv) of the method. However, the signal measured (410 and 404 rfv) is significantly higher than the one measured the first time by the customer's instrument (309 rfv corresponding to the negative result of 0.85 tv). The patients sample was tested using an in-house western blot using the same main raw materials as those used in the manufacturing of vidas¿ sars cov-2 igg assay (rbd antigen and conjugate). Also a test was added using a nucleocapsid antigen instead of rbd protein. The sample showed to have the following: a specific band against nucleocapsid antigen when revealing with an igm conjugate. A specific band against rbd protein when revealing with an igm conjugate. However, the immune-reactivity against the rbd protein is weak and close to the one observed with negative sample with a high index (0.84 tv). So it is close to the positive threshold of vidas sars cov-2 igm assay. According to the investigation, the complaint laboratory never reproduced a negative result when testing the patient's sample on vidas¿ sars cov-2 igm with the lot 1008333260 / 210924-0. However, the indexes obtained were close to the positive threshold of vidas¿ sars cov-2 igm. The root cause could be due to the presence of a level of igg antibodies against rbd protein close the positive threshold of vidas¿ sars cov-2 igg assay leading to a distribution into both sides of the cut-off. In accordance to the investigation, vidas¿ sars cov-2 igg batch 1008326330/210728-0 is within the expected performance.